Event description:
It was reported by the customer's mother that the customer was already in the hospital and had an issue where he had an extremely low blood glucose level due to the scroll wrap feature. Customer was in the hospital due to gastroparesis and not his blood glucose levels specifically. Caller mentioned that her son has the loaner pump at this moment because the customer had a damaged pump with cracks in it. Customer was advised that they would need to send back the original cracked device when they are sent the scroll wrap replacement. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.